Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of fm. The fm was found to be inside the outer plastic package and not inside the sealed peel pouch. Conclusion: reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of these dlp single stage venous cannulae with a right-angle metal tip and a dlp pediatric one-piece arterial cannula, it was reported that there was foreign material contamination on three cannulae. It was confirmed during inspection by the distributor. There was a black spot on the cannulae. They were unopened. The devices were unused. There was no patient involvement, so no adverse effect occurred.